Event description:
Baxter clearlink system- continu-flo solution set, lot: (10) r24l21086, ref #- 2c8519 s. There were multiple holes along the tubing that came out of a brand-new sealed package. Manufacturer response for IV tubing, clearlink system- continu-flo solution set (per site reporter).